Event description:
On 18may2015, a customer reported an unexpected negative antibody screen on a galileo neo, when tested on (B)(6) 2015.

Manufacturer narrative:
Immucor technical support used an electronic remote connection method to assess the instrument test well images on the (B)(6) 2015. Upon that assessment, all of the wells were visually negative, consistent with the output of the instrument.